Event description:
It was reported that a seam tear occurred. A 14f isleeve introducer sheath was placed. After the procedure and withdrawal of the sheath, one of the expandable seams was totally split. There was no consequence for the patient.

Event description:
It was reported that a seam tear occurred. A 14f isleeve introducer sheath was placed. After the procedure and withdrawal of the sheath, one of the expandable seams was totally split. There was no consequence for the patient. The returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. There is expansion on 1 of the 3 seams as expected with device usage. The sheath material was split/torn on a seam starting 20cm from the tip and extending to the tip. There is typical tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.